Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was as high as 400 mg/dl. Customer treated themselves via manual injection. Troubleshooting for no delivery was performed. Customer advised they receive the alarm at random and usually resolve the issues by changing out their entire set or completing the rewind process. Customer declined to check for air bubbles in the reservoir, check their settings and perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer declined to return their infusion set or reservoir for analysis.